Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/11/2018. Medical records reviewed for MDR reportability. Patient has bilateral total knees. Right attune total knee revised, following a fall, to address pain, tibial subsidence, and aseptic loosening of components. Revising surgeon stated that extensive synovectomy required to remove caseous-like reactive synovitis. Identified significant osteolysis within femoral condyles. Indicated femur component and patella component showed partial loosening (interface unspecified). Stated that the tibia component was loose at the bone cement interval, removed by hand without instruments, with no cement adhered to the tibial implant. Noted tibial erosion and osteolysis. All products were revised. Primary cement manufacturer unknown. Doi: (B)(6)2014; dor: (B)(6) 2017; (right knee).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Updated (B)(6) 2020 re-open. The complaint was re-opened upon receiving the patient¿s medical record information. The information received did not change the original investigation report investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.